Event description:
On (B)(6) 2010, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B)(6) 2012, the pt underwent a sac injection procedure to treat a suspected type ii endoleak with continued aneurysm enlargement.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specs.